Event description:
It was reported that insulin gauge displayed an amount of insulin different than expected, with a fill estimate of 200 units while approximately 50 units remained in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, confirmed completion of loading process, and stated that current cartridge displayed correct fill estimate, with no additional actions reported.